Event description:
Preoperative diagnosis: cervical disc disease. It was reported that patient experienced pain and underwent a revision cervical surgical procedure at an adjacent level (degenerative disc disease).

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device not available.

Manufacturer narrative:
The product sample was not returned for evaluation as it was retained inside the patient as a standard of care. A device history record (DHR) review could not be conducted as the lot number of the product was unknown and left inside the patient. There was no failure of the implant noted in the complaint. Further degradation of the spine is a known risk associated with anterior cervical discectomy and fusion (acdf) as stated in the introduction of ¿prodisc-c and anterior cervical discectomy and fusion as surgical treatment for single-level cervical symptomatic degenerative disc disease. Without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be reopened and product evaluated.